Event description:
It was reported that this cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits, and recently, the device reached end of life. Technical services were consulted and determined that the device triggered elective replacement indicator (eri) due to a charge time of greater than 15 seconds. Due to this anomaly, device replacement was recommended within 90 days from the time eri was triggered. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits, and recently, the device reached end of life. Technical services were consulted and determined that the device triggered elective replacement indicator (eri) due to a charge time of greater than 15 seconds. Due to this anomaly, device replacement was recommended within 90 days from the time eri was triggered. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return.